Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4): devcie not returned.

Event description:
As reported to coloplast though not veriifed, patient implanted with aris mesh on (B)(6) 2012. Later patient experienced pain, emotional distress and permanent personal injuries.